Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. A doctor reported about a customer who received unspecified low readings on the sensor when compared to a competitor¿s brand device. Customer experienced fever and had multiple unspecified symptoms. The customer was unable to self-treat and had contact with a healthcare professional who obtained a reading of 600 mg/dl on their meter compared to a sensor reading of 155 mg/dl. The customer was diagnosed with hyperglycemia and received insulin injection and ¿vorxiga¿ (farxiga-diabetes medication) as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. A doctor reported about a customer who received unspecified low readings on the sensor when compared to a competitor¿s brand device. Customer experienced fever and had multiple unspecified symptoms. The customer was unable to self-treat and had contact with a healthcare professional who obtained a reading of 600 mg/dl on their meter compared to a sensor reading of 155 mg/dl. The customer was diagnosed with hyperglycemia and received insulin injection and ¿vorxiga¿ (farxiga-diabetes medication) as treatment. There was no report of death or permanent impairment associated with this event.